Manufacturer narrative:
The insulin pump passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad unresponsive/button noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump received keypad anomaly. Customer¿s blood glucose was over 300 mg/dl. Customer stated that an alarm was not in progress at the time the button was unresponsive. Troubleshooting was performed. Customer was replaced insulin pump due to customer's wife feels uncomfortable with insulin pump. Customer stated that the self test was pass. The insulin pump will be returned for analysis.